Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. After implantable pulse generator (ipg) system was initially placed, the patient experienced a fall which disrupted wound healing of pocket. The wound did not fully heal and eventually the ipg became exposed. The implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.